Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information was received from the manufacturer representative and healthcare provider on may 12, 2017. The serial number of the 8840 physician programmer involved with the event was provided.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_prog lot# serial# unknown product type programmer, physician.: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen [2000 mcg/ml] at ¿around 30 mcg/day¿, indicated for intractable spasticity and multiple sclerosis (ms). It was reported that a tube set alarm was heard/confirmed by telemetry. It was stated that the pump went in to an inadvertent stopped pump mode on (B)(6) 2017. The patient experienced intrathecal baclofen withdrawal symptoms and heard the pump alarm on (B)(6)2017. It was reported that a motor stall occurred on (B)(6) 2017 at 10:58 due to magnetic resonance imaging (MRI),followed by a recovery at 12:22. It was noted that the reason for the MRI was due to a routine ms check. A pump refill was done after the pump was checked post MRI. On (B)(6) 2017 at 15:11, a ¿stopped pump period may exceed tube set¿ message occurred, and another set of event logs were noted with a pump update to silence the pump alarm. It was noted that the pump was in a stopped pump mode for 68 hours. Per the caller, the patient was fine on (B)(6) 2017; however, the patient began experiencing withdrawal symptoms after (B)(6) 2017-. The pump was replaced on (B)(6) 2017. It was stated that the intrathecal dose was programmed to100 mcg/day, along with the doctor prescribing oral baclofen. Additional information was received from a manufacturer¿s representative on (B)(6) 2017. It was reported that the root cause of the motor stall was during telemetry at the pump refill ¿something¿ was interrupted and cause the pump to stall. It was believed that the withdrawal had resolved. The patient was given oral baclofen. The weight of the patient at the time of the event was unknown. No further troubleshooting was performed. The reported actions/interventions taken included replacement of the pump the next day. No further patient complications were reported as result of this event.